Event description:
It was reported that the patient has discomfort at the ipg site and ineffective stimulation due to high impedances on their leads. Surgical intervention was undertaken, and the system was explanted.

Manufacturer narrative:
B3: event date is estimated.

Manufacturer narrative:
Based on the information provided a device problem was not identified, as a result a conclusive cause for the reported patient effect, and the relationship to the product, if any, cannot be determined.